Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run low due to not eating right after bolusing. The customer had a low blood glucose of 43 mg/dl. The customer treated with juice and crackers and brought the blood glucose up to 90 mg/dl. The customer declined to troubleshoot for low blood glucose.